Manufacturer narrative:
Insulin pump alarmed no motor movement during the rewind sequence. The motor was tested outside of the device and passed. Problem isolated to electrical board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump error. The blood glucose at the time of the incident was 89 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.